Event description:
The customer reported via phone call that he had experienced high blood glucose. The customer's blood glucose was 426 mg/dl. The customer treated their blood glucose with insulin pump therapy. The customer declined troubleshooting for high blood glucose. The customer needed assistance with rewinding the insulin pump and filling the tubing. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.